Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of my coils migrated') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2015, the patient experienced lymphoedema ("lower lymphedema"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), arthralgia ("pain in joints/ stabbing pains from ankles to jaw bone"), pain in extremity ("pain in limbs"), pain ("stabbing pain throughout body"), mobility decreased ("completely immobilized"), asthenia ("weak"), dizziness ("dizzy"), fibromyalgia ("fibromyalgia"), cholelithiasis ("gallbladder issues/gallstones"), pain in jaw ("stabbing pains from ankles to jaw bone"), feeling abnormal ("brain fog"), sensitive skin ("skin sensitivities"), food allergy ("coconut allergy"), diarrhoea ("anything I eat turns liquid and immediately goes through me") and abdominal pain lower ("awaful cramps/stabbing abdominal pain"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the device dislocation, arthralgia, pain in extremity, pain, mobility decreased, asthenia, dizziness, lymphoedema, fibromyalgia, cholelithiasis, pain in jaw, feeling abnormal, sensitive skin, food allergy, diarrhoea and abdominal pain lower outcome was unknown and the pelvic pain had not resolved. The reporter considered abdominal pain lower, arthralgia, asthenia, cholelithiasis, device dislocation, diarrhoea, dizziness, feeling abnormal, fibromyalgia, food allergy, lymphoedema, mobility decreased, pain, pain in extremity, pain in jaw, pelvic pain and sensitive skin to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: one of my coils migrated, pain, pain in joints, lower lymphedema, fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: new reporter and events: anything I eat turns liquid and immediately goes through me, cramps/stabbing abdominal pain were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of my coils migrated') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. In 2015, the patient experienced lymphoedema ("lower lymphedema"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), arthralgia ("pain in joints/ stabbing pains from ankles to jaw bone"), pain in extremity ("pain in limbs"), pain ("stabbing pain throughout body"), mobility decreased ("completely immobilized"), asthenia ("weak"), dizziness ("dizzy"), fibromyalgia ("fibromyalgia"), cholelithiasis ("gallbladder issues/gallstones"), pain in jaw ("stabbing pains from ankles to jaw bone"), feeling abnormal ("brain fog"), sensitive skin ("skin sensitivities"), food allergy ("coconut allergy"), diarrhoea ("anything I eat turns liquid and immediately goes through me"), abdominal pain lower ("awaful cramps/stabbing abdominal pain"), decreased appetite ("my appatite is gone"), crohn's disease ("crohn's"), alopecia ("hair loss"), fatigue ("fatigue") and allergy to metals ("metal allergy") with swelling and was found to have weight increased ("I've gained"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed in 2015. At the time of the report, the device dislocation, arthralgia, pain in extremity, pain, mobility decreased, asthenia, dizziness, lymphoedema, fibromyalgia, cholelithiasis, pain in jaw, feeling abnormal, sensitive skin, food allergy, diarrhoea, abdominal pain lower, weight increased, decreased appetite and crohn's disease outcome was unknown, the pelvic pain and fatigue had not resolved and the alopecia had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, arthralgia, asthenia, cholelithiasis, crohn's disease, decreased appetite, device dislocation, diarrhoea, dizziness, fatigue, feeling abnormal, fibromyalgia, food allergy, lymphoedema, mobility decreased, pain, pain in extremity, pain in jaw, pelvic pain, sensitive skin and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: one of my coils migrated, pain, pain in joints, lower lymphedema, fibromyalgia, appetite loss, weight gain, crohn's disease, hair loss and fatigue. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: information from social media: new reporter added. Added new events appetite loss, weight gain, crohn's disease, hair loss and fatigue. On (B)(6) 2020: social media report was received: outcome to hair loss event and new event: metal allergy were added. On (B)(6) 2020: social media received. No new significant information was added. Reporter was added. On (B)(6) 2020: coding request based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of my coils migrated') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), arthralgia ("pain in joints/ stabbing pains from ankles to jaw bone"), pain in extremity ("pain in limbs"), pain ("stabbing pain throughout body"), mobility decreased ("completely immobilized"), asthenia ("weak"), dizziness ("dizzy"), lymphoedema ("lower lymphedema"), fibromyalgia ("fibromyalgia"), cholelithiasis ("gallbladder issues/gallstones"), pain in jaw ("stabbing pains from ankles to jaw bone"), feeling abnormal ("brain fog"), sensitive skin ("skin sensitivities") and food allergy ("coconut allergy"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the device dislocation, arthralgia, pain in extremity, pain, mobility decreased, asthenia, dizziness, lymphoedema, fibromyalgia, cholelithiasis, pain in jaw, feeling abnormal, sensitive skin and food allergy outcome was unknown and the pelvic pain had not resolved. The reporter considered arthralgia, asthenia, cholelithiasis, device dislocation, dizziness, feeling abnormal, fibromyalgia, food allergy, lymphoedema, mobility decreased, pain, pain in extremity, pain in jaw, pelvic pain and sensitive skin to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: one of my coils migrated, pain, pain in joints, lower lymphedema, fibromyalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2019: quality-safety evaluation of ptc (product technical complaint). On 2-dec-2019: fu 2 and 3 process together. Social media received- new reporter was added. No new significant information received. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of my coils migrated') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. In 2015, the patient experienced lymphoedema ("lower lymphedema"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), arthralgia ("pain in joints/ stabbing pains from ankles to jaw bone"), pain in extremity ("pain in limbs"), pain ("stabbing pain throughout body"), mobility decreased ("completely immobilized"), asthenia ("weak"), dizziness ("dizzy"), fibromyalgia ("fibromyalgia"), cholelithiasis ("gallbladder issues/gallstones"), pain in jaw ("stabbing pains from ankles to jaw bone"), feeling abnormal ("brain fog"), sensitive skin ("skin sensitivities"), food allergy ("coconut allergy"), diarrhoea ("anything I eat turns liquid and immediately goes through me"), abdominal pain lower ("awaful cramps/stabbing abdominal pain"), decreased appetite ("my appatite is gone"), crohn's disease ("crohn's"), alopecia ("hair loss"), fatigue ("fatigue") and allergy to metals ("metal allergy") with swelling and was found to have weight increased ("I've gained"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed in 2015. At the time of the report, the device dislocation, arthralgia, pain in extremity, pain, mobility decreased, asthenia, dizziness, lymphoedema, fibromyalgia, cholelithiasis, pain in jaw, feeling abnormal, sensitive skin, food allergy, diarrhoea, abdominal pain lower, weight increased, decreased appetite and crohn's disease outcome was unknown, the pelvic pain and fatigue had not resolved and the alopecia had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, arthralgia, asthenia, cholelithiasis, crohn's disease, decreased appetite, device dislocation, diarrhoea, dizziness, fatigue, feeling abnormal, fibromyalgia, food allergy, lymphoedema, mobility decreased, pain, pain in extremity, pain in jaw, pelvic pain, sensitive skin and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: one of my coils migrated, pain, pain in joints, lower lymphedema, fibromyalgia, appetite loss, weight gain, crohn's disease, hair loss and fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of my coils migrated') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), arthralgia ("pain in joints/ stabbing pains from ankles to jaw bone"), pain in extremity ("pain in limbs"), pain ("stabbing pain throughout body"), immobile ("completely immobilized"), asthenia ("weak"), dizziness ("dizzy"), lymphoedema ("lower lymphedema"), fibromyalgia ("fibromyalgia"), cholelithiasis ("gallbladder issues/gallstones"), pain in jaw ("stabbing pains from ankles to jaw bone"), feeling abnormal ("brain fog"), sensitive skin ("skin sensitivities") and food allergy ("coconut allergy"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the device dislocation, arthralgia, pain in extremity, immobile, asthenia, dizziness, lymphoedema, fibromyalgia, pain in jaw, feeling abnormal, sensitive skin and food allergy outcome was unknown and the pelvic pain had not resolved. The reporter considered arthralgia, asthenia, cholelithiasis, device dislocation, dizziness, feeling abnormal, fibromyalgia, food allergy, immobile, lymphoedema, pain, pain in extremity, pain in jaw, pelvic pain and sensitive skin to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: one of my coils migrated, pain, pain in joints, lower lymphedema, fibromyalgia. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.